Event description:
Pt had PICC in left arm, placed in left cephalic antecubital vein. During current hospitalization for pneumonia, a ccu nurse noted changes in left upper arm, notably a 2 inch increase in circumference, mottling, bluish coloration and coolness. No evidence of line infection found. In view of ultrasound report showing large clots, the PICC was removed. 4 days later the arm is still swollen. Duplex doppler ultrasound of veins of both upper extremities, 3/22/96. The examination was done on a portable basis and is therefore very limited. Imaging of the brachial, axillary, and left subclavian, as well as left jugular vein, demonstrates thrombosis. The right deep venous system is widely patent, with no evidence of clot or other flow abnormalities. Impression: thrombosis of the left-sided venous drainage of the left upper extremity, including the left jugular vein, as described. The right deep venous system is patent.